Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 155, 146, 164, 205, 214 and 122 mg/dl. The customer¿s expected am fasting blood glucose test result range is 70-90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 02/28/2026 and open vial date is 2-3 weeks. The meter memory was reviewed for previous test result history: result 1: 155 mg/dl, date: (B)(6), time: 10:33am fasting, result 2: 146 mg/dl , date: (B)(6), time: 10:30am fasting, result 3: 164 mg/dl , date: (B)(6), time: 10:28am fasting, result 4: 205 mg/dl , date: (B)(6), time: 10:25am fasting, result 5: 214 mg/dl , date: (B)(6), time: 10:22am fasting, result 6: 122 mg/dl , date: (B)(6), time : 9:34am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned - reported defect not reproduced on returned meter. Test strips were not returned for evaluation - customer had returned the incorrect test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.